Event description:
The patient reported going to the emergency room due to multiple syncopal episodes. The lead was capped and replaced due to an apparent fracture. The physician noted impedance and threshold increases, oversensing, and noise on the lead.